Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 1 suture break during this procedure?

Event description:
It was reported that a patient underwent a fet (frozen elephant trunk) procedure and CABG on (B)(6) 2024 and suture was used. During the anastomosis of the distal part, the suture snapped when the surgeon was tying . The snap was between the sutures and not the swage. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did 1 suture break during this procedure? Ans: only 1 suture was broken during the procedure, it was snapped in between the sutures but not the swage. Complaint sample has been shipped h3 evaluation the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received two needle suture pieces that pertain to the product code. This product code is double-armed. Additionally, three photos were provided, showing the following: two photos show two needle-suture pieces inserted in a blue sponge and inside a plastic bag. The third photo shows one open box with the same product code. During visual inspection of the samples, the end of the needle suture pieces was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. The functional test was performed in a suture piece using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.